Event description:
On (B)(6) 2016, I had breast augmentation surgery and was implanted with mentor memorygel silicone implants. Prior to my surgery, I was at a healthy weight and overall mental / physical health. In 2018, I started to notice symptoms that included severe brain fog, depression, changes in my skin. Later that same year, I started to have problems with my vision and then noticed problems with my hand. I was diagnosed with hypothyroidism and gained a huge amount of weight. As a wedding photographer and small business owner, all of these symptoms majorly affected my ability to function and ultimately created so many issues making it very difficult to function properly on a daily basis. I underwent a CT scan, which came back clear, but my drs still could not figure out what was causing so many symptoms, especially the issue with my hand. My right hand would not open all the way and my fingers would tremor. Very frightening and mentally created so much stress in my life and my family lives. I have a list of symptoms that go on and on. Getting these implants have ruined my life and my health. I am only (B)(6) but I feel like I'm twice my age. If I had info about the dangers of implants. I would have never implanted them into my body. FDA safety report ID# (B)(4).